Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel alleges that patient underwent an aspiration procedure of large fluid collection discovered near right hip on (B)(6) 2014. Subsequently, patient underwent revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, difficulty sleeping, dysfunction, loss of range of motion, elevated metal ion levels, elevated instability causing her to fall and break her wrist and need for revision, metal poisoning, and metallosis. The modular head was replaced and an active articulation polyethylene acetabular liner was implanted during the revision. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to metallosis and pain. Operative report further noted gray stained tissue and fluid during the revision procedure. The head was removed and replaced with active articulation liner to complete the procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel alleges that patient underwent an aspiration procedure of large fluid collection discovered near right hip on (B)(6) 2014. Subsequently, patient underwent revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, difficulty sleeping, dysfunction, loss of range of motion, elevated metal ion levels, elevated instability causing her to fall and break her wrist and need for revision, metal poisoning, and metallosis. The modular head was replaced and an active articulation polyethylene acetabular liner was implanted during the revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-02547).